Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's health care professional made changes to the pump settings and the customer experienced low blood glucose (bg) levels (69 mg/dl). Customer stabilized bg levels with carbohydrates. Customer declined a follow up call from tandem technical support for the reported issue.